Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error was present in the format history file due to severe corrosion on force sensor assembly. The pump was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The pump was unable to verify unexpected error message due to critical pump error. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label, moisture damage on motor assembly and moisture damage on all electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected error message. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.